Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's implantable loop recorder (ilr) had two oversensing episodes which appears as false asystole episodes. These episodes occured at the same time of day. The patient has not been into the clinic and has not had any symptomatic episodes. The device remains in use. No patient complications have been reported as a result of this event.